Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the surgeon's head sensor (shs-rx) and the system was tested and verified as ready for use. Isi received the shs-rx involved with this complaint and completed the device evaluation. The customer reported complaint was not replicated. The unit was installed into the test system and performed the running head sensor tests, 10 power cycles & sitting idle for 1 hour. A review of the site's complaint history found no additional instances of this issue. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for support. Investigation revealed repeated 500 faults pointing to the system. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to procedure being aborted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci- assisted prostatectomy surgical procedure, the system was getting continuous 500 faults. The customer power cycled the system multiple times and the faults persisted. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked the customer to power down the system, power cycle the surgeon side console (ssc) breaker, and reseat the blue fiber cables, but still the issue persisted. The procedure was aborted with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system kept faulting with the error 500, therefore the surgery was aborted. The customer attempted to reseat the instrument and drape. The surgical staff did not observe any outside influences that were impeding movement of the system or the patient side manipulators (psm). All troubleshooting steps were exhausted with no resolution to the issue. There was no report of patient injury.